Manufacturer narrative:
Concomitant medical products: 5024m-58 lead, implanted: (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted due to suspected pocket erosion and infection. The right atrial (ra) lead and right ventricular (rv) lead were capped. The patient was treated with antibiotics. A replacement system was implanted one week later. The capped leads were later explanted due to the persisting infection. No further patient complications have been reported as a result of this event.